Event description:
Patient was revised in 1999 for a fragmented 28mm ceramic head revealed in x-ray. Date of injury: 11/17/98; patient age was 49; patient described as heavy, but certainly not fat. Patient was getting into or out of her car when the head fractured. Sales rep will ask for the device, but he is not sure the hospital kept it.